Manufacturer narrative:
The PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported on (B)(6) 2018, post partum hemorrhage. Bakri balloon placed. Leak ++++, left in place but under ultrasound, it shows empty. Patent was pregnant with twins. Declared to (B)(6). Device available. Clinical consequences: none. (B)(6) was received from (B)(6) on 20sep2018. The following information was provided: twin pregnancy. Haemorrhage 2 litres. On (B)(6) 2018: haemorrhage during delivery on (B)(6) 2018: implant bakri. 0h33 implant echo: nothing to declare 1h30 leak +++. Left in position but echo empty. Pose no. 2. Leaks observed near the balloon near the manifold. No observed clinical consequences. On 25sep2018 the following information was received in response to requests for additional information. On (B)(6) 2018 during a post-partum hemorrhage tamponade procedure using the cook bakri postpartum balloon with rapid instillation components, there was a leakage located at the junction between the bottom of the balloon and the tube. The balloon was empty at the ultrasound control. There were adverse effects to the patient. The leakage of the bakri balloon has caused a higher volume of blood to the patient. Despite multiple attempts to obtain additional event and patient impact/outcome details, at this time no further information has been provided.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, and quality control data. One device was returned for investigation. Functional testing was performed using water and a syringe. Visual examination noted the device leaks in the bond. The balloon material has separated at the bond. The device history record was reviewed and no non-conformances were identified that would have caused or contributed to the reported failure. A complaint history search revealed this is the only complaint associated with lot number 8938786. According to the instructions for use (IFU): how supplied: upon removal from the package, inspect the product to ensure no damage has occurred. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The cause for this specific failure could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Additional information received on 22nov2018. As reported, the issue with the bakri balloon happened after a post-partum hemorrhage. When the doctor placed the balloon, he mentioned that he followed the usual procedure and his own experience. After the instillation of the balloon he noticed a leakage (a clear liquid). When he removed the device, he noticed a hole in the structure of the balloon. The device could not apply pressure on the vessels and this led to a bigger loss of blood for the patient. Informed on 28nov2018 that no further information is available.

Manufacturer narrative:
Device confirmed to be en route to manufacturer for analysis.

Event description:
Update: on 09nov2018 additional information was received. The physician considers that the issue had no link with the patient because there was a hole on the surface of the balloon! He noticed something was wrong when a while after installation of the balloon a leakage (a clearer liquid) out from the patient.